Manufacturer narrative:
The customer returned one of the contour ts meters and contour ts test strips from lot # 8lm3f02a for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. During the investigation, it was found that 132 test strips were placed in a returned test strip bottle which should contain no more than 50 test strips, indicating that the test strips belonging to other bottles were placed in the returned bottle after leaving manufacturer's control. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that at 6:30 a.m., she ate breakfast and at 7:00 a.m., she performed blood glucose testing and obtained readings of 2.5 mmol/l and 6 mmol/l on two separate contour ts meters. The customer drank orange juice and performed another testing after 45 minutes obtaining readings of 4.6 mmol/l and 5.7 mmol/l on two separate contour ts meters. The customer stated that these readings did not match the way she was feeling as she was hyperglycemic and presenting symptoms such as feeling generally unwell, warm and sweating. The customer went to the hospital where a healthcare professional performed a blood glucose testing with the hospital's meter and obtained a reading of 18.6 mmol/l at 8:30 a.m. The customer was administered with intravenous solution of humalog and novorapid. At 12:30 p.m., the customer ate lunch, after which another blood testing was performed and a reading of 9 mmol/l was obtained. The customer took 2 units of humalog. The customer was discharged from the hospital on the same day. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.